Event description:
It was reported that the customer's insulin pump had a constant tone and alarms were received. Customer's blood glucose was 197 mg/dl. Customer could not clear the alarm. Following insertion of a new battery, the constant tone disappeared. After the battery was removed and replaced, the customer received another alarm but was able to clear it. There was no battery out limit alarm, despite the customer having removed the battery for about twenty minutes or so. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the self test. No alarms or errors were noted. The pump was monitored, and no audio/beep anomaly was noted. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.